Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported the patient had the artificial urinary sphincter balloon and 4.0 cm cuff replaced with a new balloon and a 3.5 cm cuff. Urethral atrophy caused the cuff not to work as well, which caused incontinence to return for patient. No further patient complications were reported.